Event description:
Patient (B)(6) received implant on (B)(6) 2022 and experience a failure to integrate on (B)(6) 2022 as reported by dr.(B)(6) of (B)(6) dental. The implant was the rflt rapid ra5011c reflect rapid fixture ø5.0mm x 11.5 l (s/n (B)(4)). Implant was exchanged for the same size.